Event description:
Patient complaints of concern of significant swelling of right knee the day after receiving synvisc-one injections in both knees. Dose or amount: 6 ml millilitre(s). Frequency: other, one-time. Route: intra-articular. Therapy start date: (B)(6) 2017. Therapy end date: (B)(6) 2017. Diagnosis or reason for use: osteoarthritis of knee.